Manufacturer narrative:
The pump was received with intermittent button response on the act and esc button due to a flattened button dome switch. No button error alarms were noted during testing. No unlocked lcd keypad connector noted during visual inspection. The pump also had a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown. No further details were provided.